Event description:
It was reported that during a procedure to change the patient's dual chamber pacing system to a three chamber crt-p pacemaker, an unsuccessful attempt was made to implant the lv lead due to the patient's anatomy. The lead was returned and a different model lv lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found, (B)(4) full lead.